Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to an extrusion of the internal device. The patient has not been re-implanted with a new device as of this report on october 05, 2023.